Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "pump is no longer functioning, he fell and it¿s broken". The pump is out of warranty. No additional information was provided, customer declined follow up from tandem technical support.